Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with irritation and an infection at the needle puncture site, which occurred an unspecified day after the sensor had been inserted in the arm. The sensor was struck by the edge of a door, causing it to fall off. This occurred around (B)(6) 2026. At the time of the incident, the patient did not pay attention to it. Later that same day, the patient began to experience irritation at the needle puncture site. Upon examining the area using a mirror, it appeared irritated and felt as though something had bitten her. Due to these symptoms, she went to the emergency department (ed), where an ultrasound and vascular tests were performed. The results indicated an infection at the needle puncture site. The patient was prescribed an unspecified oral antibiotic (name not recalled; dosage and frequency not provided), which she took for 14 days. After completing the medication course, the affected area appeared healed. No other details were provided. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.